Event description:
Patient admitted with 80% stenosis of left internal carotid artery for placement of carotid stent. The rx acculink stent was placed without difficulty. There was some difficulty noted removing the deployment device after deploying the stent.when the deployment device was examined outside the body, it was found that several centimeters of the distal portion of the deployment device was still at the level of the stent. This was retrieved using a balloon over a guide wire, engaging the remaining portion of the device, and pulling it out. Following this, the balloon was used to post dilate the stent to 0% stenosis. This resulted in a few seconds (6) of asystole from which the patient recovered rapidly. He did not exhibit any neurologic changes at any time during the procedure. No other incidents have been reported to risk management prior to this one.